Manufacturer narrative:
Product analysis conclusion: the reported expansion issue was confirmed, however, the cause of the event could not be determined from the single still image provided. Lack of pre implant cts did not allow for a thorough assessment of the pre-implant anatomy. Video angiograms showing the deployment of the main body bifurcate were not available for a thorough analysis of the event. B5; additional information received : it was confirmed the deployment was completed following IFU for the main body, an ab46 balloon was inflated inside the contra leg of the main body to confirm wire cannulation before placing limb. It was them decided to gently balloon the ipsi limb of the main body prior to placing the ipsi limb extension as it appeared to be kinked, it fully opened and straightened after ballooning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 5.5 x 6 cm aaa .  It was reported that during the procedure, during deployment of the bifurcate  stent graft, the   contralateral gate appeared to remain closed/partially open , on closer inspection the  ipsilateral  limb appeared constrained/kinked. The contralateral gate was cannulated with a floppy wire and the  position was confirmed by inflating a reliant  balloon. Prior to placing the ipsi limb it was decided to balloon inside the main body limb to ensure that it was fully open, the physician  felt some resistance and there was an evident ¿pop¿ within the limb which then opened fully and straightened. The procedure was completed without any further issue and flow through the graft was evident on the final imaging run.  Per the physician the cause of the event could not be determined.  No additional clinical sequalae were provided and the patient is fine.